Event description:
It was reported that the gastrointestinal videoscope had no communication with the video processor and the screen was blank. The issue occurred during device setup. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, device evaluation found the image was intermittent and there was white foreign material in the air/water channel and cylinder. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the no communication, no display, and intermittent display was an electrical component failure. The most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.